Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Complaintant called and said that his wife was using the proxabrush go-between cleaners and the wire broke and she swallowed the brush.